Event description:
Customer called to report having an elevated blood glucose (bg) reading of greater than 400 mg/dl. Customer stated she gave herself 3 bolus insulin doses and they brought her bg down by 100mg/dl. Customer examined the site through the viewing window and she noted blood around the site and a lot of condensation. When the customer removed pod she noted that the cannula never inserted. No further issues were identified.

Manufacturer narrative:
The product will not be returned so no evaluation is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement" . The user failed to note this condition which would be visible via the viewing port upon pod placement if labeling is followed. Customer stated she took 3 correction bolus insulin doses that brought her bg down by 100 mg/dl. She also noted blood around the site. Both of these statements indicate the pod was inserted and delivering insulin to the customer. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue. The pt remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.